Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed an error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.